Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes, 2 tubes had caps that could not be closed. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary: "bd received two samples for investigation. The evaluation of the returned samples indicated tubes with no stopper in the cap. Furthermore, 100 retained samples were visually inspected, and no missing stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends."

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes, 2 tubes had caps that could not be closed. There was no health impact or consequences reported.